Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized due to missing an unspecified number of peritoneal dialysis treatments. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was stated that the patient was known to be non-compliant and would skip treatments. It was unknown why the patient was non-compliant. The peritoneal dialysis registered nurse was unable to provide any additional reason for the patient¿s hospitalization other than their non-compliance. It was unknown if the patient experienced any symptoms or injuries as a result of the issue. While in the hospital, the patient was provided peritoneal dialysis therapy. The patient was discharged from the hospital after six days and was reported to have recovered from the event. The patient was able to continue with peritoneal dialysis therapy on a cycler following their hospitalization. A discharge summary for the patient¿s hospitalization was not available. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was noted that the heater try was touching the top cover cabinet and a top cover screw hole was cracked. Upon initiating a simulated therapy on the cycler, an m65 scale reading error warning occurred. The treatment was cancelled and a follow up load cell verification was performed. The device was found to be out of specification. An internal inspection identified that the load cell was misaligned on the load cell bracket in conjunction with the cracked screw hole. The torque of the screw was found to be within specification. The load cell bracket assembly and heater tray were re-adjusted and re-installed. A second simulated treatment was then initiated and completed without complication. A second load cell verification test found the device to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. As an initial clinical review determined that there was no allegation against a fresenius device that could have directly caused the reported adverse event, a full clinical investigation was not performed.

Event description:
Upon follow up with the patient's nurse, it was verified that the patient was hospitalized for a fluid overload due to their non-compliance with peritoneal dialysis therapy. Upon discharge from the hospital, the patient's approach to therapy changed and the patient was reported to be performing their treatment daily. Additional information was not available.